Manufacturer narrative:
The device was not returned for evaluation. The lot numbers for the triple needle brush and the gencut biopsy tool are unknown therefore no investigation or DHR review can be performed. Bleeding is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
The patient experienced bleeding from the lul during a superdimension procedure. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The site reported that the patient experienced 30 cc of bleeding that was treated with saline, epinephrine, and lidocaine. The bleeding is reported to have occurred following vigorous brushings with the supertrax triple needle brush. The right lower lobe was not biopsied as the patient became hypoxic. If additional information pertinent to the incident is obtained another follow-up report will be submitted.